Manufacturer narrative:
The cause for the discordant advia centaur xp toxoplasma m results is unknown. Quality control results are within the manufacturer's ranges. These are the only samples affected. The instrument is performing within specification. No further evaluation of the device is required. Siemens has requested that the samples be sent to siemens for testing. The limitations section of the instructions for use (IFU) states: "patient specimens collected very early during the acute phase of infection may contain toxoplasma igm levels below the cutoff of the advia centaur toxo m assay. Additionally, diagnosis of a recent infection should not be made based on a single sample because igm antibodies to t. Gondii may persist in serum many months after infection. 8 the presence of igm antibodies to t. Gondii is not diagnostic for recent infection." The intended use section of the IFU states: "the advia centaur toxo m assay is used to measure igm antibody against t. Gondii which is presumptive of an acute, recent or reactivated toxoplasma infection. Any measurement of igm antibody to t. Gondii must be performed in conjunction with the determination of igg antibody to t. Gondii." The interpretation of results section of the IFU states: " the detection of toxoplasma igm in a given specimen, as determined by assays from different manufacturers, can vary due to difference is assay methods and reagent specificity.

Event description:
Customer observed false negative advia centaur xp toxoplasma m (tox m) results on two samples from the same patient when compared to other methods. There are no reports of altered or prescribed treatment or adverse health consequences based on the false negative advia centaur xp toxoplasma m results.